Event description:
During the tavr procedure, the novaflex delivery system with 23mm xt valve crossed the annulus. The patient was paced, and once capture was confirmed, the valve was deployed. As the atrion was emptied and the balloon was fully expanded, the balloon burst. Echo confirmed a moderate jet in the short axis. A second novaflex delivery system was prepped and post dilatation was performed. Tee confirmed the leak was now trace. Excessive leaflet, mitral, and lvot calcification are considered contributing factors to the balloon burst. The patient¿s native annulus area measured 391 mm2. The native annulus calcification is considered severe, with moderate native leaflet calcification. The device was not returned for evaluation as it was discarded by the site.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards ¿. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, severe mac and severe native annular calcification likely contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.